Event description:
The reportable malfunction (foreign material in the auxiliary channel/jet channel) was found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and correction to b5, g2 (also selected ¿other¿) which were inadvertently left off the initial report. Additional defects found during device evaluation: due to damage on lock engagement lever knob, right/left knob cannot be locked securely air water cylinder has discoloration suction cylinder has discoloration plug unit is damaged damage on probe and functions do not work angulation is out of spec image guide (fiber) bundle protector has a cut objective lens has a chip light guide lens has a crack connecting tube is coiling due to damage on auxiliary channel (or jet channel) in control unit, water cannot be supplied universal cord has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "operation manual: 3.8 inspection of the endoscopic system: inspection of the auxiliary water feeding function." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a colonovideoscope had a loose steering wheel. The reported problem was found during estimation of the device. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted to capture the reportable malfunction.